Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to unspecified reason. All components were removed and replaced with a new ipp system. No information about the patient's outcome was provided. Additional information received. The ipp was replaced due to it would not inflate. The device had a hole in the right cylinder. The patient had a successful outcome.